Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed lesion was located in a moderately calcified and moderately tortuous posterior tibial artery. For post dilation the physician advanced the 2.0mm x 120mm sterling sl balloon catheter. Upon the first inflation the balloon was inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.